Event description:
A report received from the USA stated that an 840 ventilator experienced lines in the lower display. There was no report of patient involvement.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse suggested swapping liquid crystal display (lcd) panel. The user facility reported swapping of the lcd panel did not resolve the issue. The evaluation of this device is on-going. As additional information of received, a supplemental report will be issued. (B)(4).